Event description:
It was reported that the pump usb port was observed to be damaged resulting in issues with charging the pump battery. Customer¿s blood glucose level was not impacted. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.